Event description:
The pump was returned for investigation. Evaluation revealed that there was contamination under key contacts. This report is made based on results of investigation completed on 01/20/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:evaluation revealed that the keypad is lifted up at the contrast key and the ok keypad symbol was worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast, up, down and ok keys are fully responsive to user presses. Removed the keypad cover and contamination was found under the up, down and ok key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).